Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's sensing portion was capped due to inappropriate shocks and low impedance measurements. An invasive procedure was perfomed to implant a new rate sensing. Implanted-09/20/94. Sensing portion out of service-08/15/96. Implant months-11.